Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and inspection of the returned device found that the main coil was not attached to the distal end of the delivery wire. The delivery wire was bent at 49 and 52 cm from the proximal end. The proximal contact was not attached to the delivery wire. The distal end of the delivery wire was inspected under the microscope and it was evident that the coil had separated from the delivery wire at the detachment zone via electrolysis. It was reported that the detachment was attempted and it is possible that the coil partially detached from the delivery wire during the attempt resulting in a weakened detachment zone. As the coil was pulled through the microcatheter following the attempt to detach the coil, it is possible that the detachment process (electrolysis) completed releasing the coil. Analysis of the returned device confirms that the coil detached from the delivery wire at the detachment zone via electrolysis, there was no indication that the detachment zone broke or separated. A probable root cause of operational context has been assigned to this complaint as it is likely that procedural factors caused the performance of the device to be limited.

Event description:
Following the unsuccessful attempt to detach the coil, the physician retracted the coil into the microcatheter and the coil detached inside the microcatheter.the detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Event description:
Following the unsuccessful attempt to detach the coil, the physician retracted the coil into the microcatheter and the coil detached inside the microcatheter.the detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.